Event description:
The nurse did not see any catheter tubing connected to the catheter hub after removal of the device. The device was in place for five days and functioned as intended without any complications. A tourniquet was applied and the pt went to a walk-in clinic where x-rays were taken and a cutdown was performed. The catheter was not found. The pt received 4 stitches. The contact reports that the pt did not have any complications.